Manufacturer narrative:
The medical device was returned by the user to a third party for evaluation. The level 1 analysis report was shared with gore. The report is being reviewed and evaluated. The explanted specimen was not provided to gore for evaluation. The third party stated that an additional level 1 analysis report is available. Gore requested this report. Answer pending. The physician has been asked for additional information regarding the patient and implanted devices. Answer pending. The third party provided gore with one level 1 explant report. The report is being reviewed by gore explant scientists. A similar event evaluation was performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® aaa endoprosthesis. On an unknown subsequent date, the patient presented with type ia and ib endoleaks due to device migration. At an unknown date, an extender was implanted to treat a type ia endoleak. The type ib endoleak was untreated. (Previously reported with MFR. 3007284313-2023-02354). All devices were then explanted due to the recurring type ia endoleak and the patient was converted to open repair.

Event description:
It was reported that on an unknown date, a patient was treated with a gore® excluder® aaa endoprosthesis. On an unknown subsequent date, the patient presented with type ia and ib endoleaks due to device migration. At an unknown date, an extender was implanted to treat a type ia endoleak. The type ib endoleak was untreated. This reintervention is described in mpdcase: (B)(4) (your reference no. (B)(4). All devices were then explanted due to the recurring type ia endoleak and the patient was converted to open repair.

Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Section h6: code d12-according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.